Event description:
A caller reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the problem, the customer changed the infusion set and cartridge and resumed insulin usage.